Event description:
User stated that there is intermittent live image, and also when there is the ma drifts and is not stable. Also customer says that the camera reference will not rotate and the iris will sometimes close and flicker and open and close again.

Manufacturer narrative:
Gehc surgery field service engineer found bad high voltage cable, touching of cable made the iris in collimator flicker open and close. Replacing the high voltage cable took care of the live image. But still have problem with no collimator and camera functions. Ordered and replaced fluoro functions, which cured the collimator opening and closing. But also had to replace the ccd camera, the reference potentiometer is bad and not showing the "preview" application on camera rotation.